Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii proximal seal would not load. A new kit was opened to complete the procedure. The hospital did not report any pt complications. The product was returned.

Manufacturer narrative:
Investigation summary: maquet completed the failure analysis investigation of this device. The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the seal was in the loader, the plunger was received separate, and was not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "the device did not load" is confirmed. A device lot history was performed, and there were no non-conformities which could have contributed to this failure model. A supplemental report will be submitted if additional info is obtained. (B) (4)